Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy and subsequently the ipg was replaced to restore therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.